Event description:
It was reported that a cassette was leaking when placed in a homechoice during priming. The patient was not connected at the time of the event. It was stated that the cassette had a laceration across the middle of it. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection was performed with naked eye and magnification. Functional testing performed included leak testing and clear passage test. A short simulated therapy was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem leak was verified. Visual inspection and leak testing identified damaged cracked cassette and cut cassette sheeting. The reported issue of leak was caused by damaged ¿ cracked cassette and cut cassette sheeting. Marks were observed on the sheeting that is indicative of pouching equipment (flow wrap). There is a CAPA open to further investigate the homechoice flow wrap issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.